Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The reported event of a battery performance alert (bpa) could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) level when received. The device image was reviewed and there was no detection of bpa. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature battery depletion.